Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the batch record was performed for the reported lot number, and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: when did the event occur: during the follow-up period. Pir event description: approximately 24hours after implanting the device, it came loose on one side of the septum, but stayed in place, and it was decided because of other medical reasons to surgically remove it from the patient. Summary of pir event [please select applicable]: other, please specify: other medical issues of the patient relating to high pressures in the heart. There is not a location on the form to indicate that the hospital is not complaining and has no knowledge of this report and is not requesting any sort of follow up. There was no harm caused to the patient.